Event description:
During an ablation procedure using a stockert 70 rf generator with an 8mm catheter, the pt received a 2nd degree burn on the back at the indifferent electrode site. The burn was treated with silvadene.